Event description:
Further review of the clinic notes dated (B)(6) 2013 indicate that the physician had documented ¿if (the patient) is starting to have more seizures¿¿, not that the patient actually was starting to have more seizures. Therefore the event of an increase in seizures was inadvertently reported as an adverse event.

Manufacturer narrative:
Corrected data: adverse event, corrected data: initial report inadvertently reported an adverse event. Describe event or problem, corrected data: initial report inadvertently reported an adverse event that did not occur. Type of reportable event, corrected data: initial report inadvertently reported a serious injury. Evaluation codes, conclusions, corrected data: (B)(4).

Event description:
Clinic notes dated (B)(6) 2013 note that the patient is starting to have more seizures. It was noted that battery life calculations showed 3.35 years. Clinic notes dated (B)(6) 2013 note that the patient is having no seizures. It is unknown if the increase in seizures was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.